Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
Clinical study pegasus subject (B)(6). Xray show hardware migration/cut-out. Hardware was removed (B)(6) 2023. Update 01/23/2024 - nonunion, left intertrochanteric fracture. Cut out of gamma nail, left hip with hardware pain.

Event description:
Clinical study pegasus subject (B)(6). Xray show hardware migration/cut-out hardware was removed (B)(6) 2023. Update 01/23/2024 - nonunion, left intertrochanteric fracture. Cut out of gamma nail, left hip with hardware pain.

Manufacturer narrative:
Please note correction to section h6 (results and conclusion codes). The reported event could be confirmed based on the images received. The device was not returned. However, post-operative x-rays were received. The reported event could be confirmed as the lag screw cut-out after approx. 3 months of implantation was clearly visible. The x-rays were reviewed by a medical expert, who stated: "this would be cut-out. I do not see migration. The implant did not move, the bone sank over/ on the lag screw. The screw did not move in comparison to the nail, so the implant itself did not move." Any medical error is "impossible to determine without the trauma x-rays and the x-rays taken directly after the procedure." Based on investigation, the root cause was attributed to a bone condition related issue. The failure was caused by the intertochanteric fracture and the bone non-union, which caused the sinking of the bone over the lag screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.